Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the nurse found that iabp therapy, experienced sudden iabp screen distortion, blackout, and spontaneous restart, accompanied by significant ECG interference". As a result, the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".